Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, towards the end of the case at the seven minute mark, there was a slight fluctuation of fluid. The patient returned to the physician's office and is reported to have sustained an internal burn. The size, severity and exact location of the burn is unknown. The method of treatment is unknown. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, towards the end of the case at the seven minute mark, there was a slight fluctuation of fluid. The patient returned to the physician's office and is reported to have sustained an internal burn. The size, severity and exact location of the burn is unknown. The method of treatment is unknown. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
Updated hydrothermablation procerva procedure set batch/lot #3874 and (B) (4) as received in the device investigation. The device manufactured date is: 12/07/2009. The device expiration date is: 11/30/2010.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The device has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.